Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 06/21/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/05/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged damaged display issue was verified. The display screen was found to have cracked. The pump powered up with auditory and vibratory features. The remaining testing was not performed as a result of the cracked display screen. A clear and legible display was restored when the damaged pump screen was replaced with a test screen. Unrelated to the complaint, battery compartment crack was found below the grip pad at the case seal.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the pump¿s display was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.